Event description:
A consumer reports experiencing glare and poor night vision following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 08/06/2008, 08/07/2008, 08/12/02008, 08/20/2008, 08/26/2008 and 09/02/2008 by mail, fax and phone. A completed questionnaire has not been received.